Manufacturer narrative:
Concomitant: product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via company representative regarding a patient receiving clonidine (150ug/ml at 42.06/d) and dilaudid (.5mg/ml at .1402/d) via an implanted pump. The indication for use was noted as chronic low back pain and non-malignant pain. On (B)(6) 2015 upon device interrogation a motor stall occurred (B)(6) 2015 at 12:06. There was no MRI/emi reported. The patient had a refill on (B)(6) 2015 and per the reporter the pump did restart. There was no volume discrepancy, the expected volume was 3ml and the actual volume was 3ml. The patient was elderly and did not report hearing an alarm. The pump was programmed to minimum rate mode and the patient was being supplemented with oral narcotics. No patient symptoms reported. The patient was on hospice and the healthcare provider felt that the patient was not stable for a pump replacement.